Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Procedure: posterior spinal fusion approach used: posterior surgical approach it was reported that patient on an unknown date in (B)(6) 2012, patient presented with complaint of debilitating pain in her spine. On (B)(6) 2012: the patient visited another doctor who recommended physical therapy, occupational therapy, and neurocognitive therapy for a six-month period. On (B)(6) 2012: the patient underwent a c1-c2 posterior spinal fusion with implanted hardware. The patient was implanted with rhbmp-2/acs. Post-operatively, patient sustained unspecified injuries